Manufacturer narrative:
PMA/ 510k= k160229. On evaluation of the returned device it was noted that the sheath extender was at reference mark 3, the needle extender was at reference mark 0, the stylet was inserted and the needle was fully retracted. A bend was evident in the needle 1.3cm from the tip. There was no bend at the notch. Resistance was felt in the handle, possibly due to coagulated blood. The customer complaint was confirmed as the needle was bent. It was confirmed by the user that needle penetration of the targeted site was difficult and that this may have been a cause of the bend. However, as usage conditions cannot be replicated within the laboratory setting, a root cause for this complaint cannot be conclusively determined. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for the echo-hd-22-ebus-p-c device of lot c1230786 did not reveal any discrepancies that could have contributed to the complaint issue. From information provided there were no adverse effects experienced by the patient as a result of this occurrence.

Event description:
While getting into site to punction the needle bent at 40 degrees on mucosa contact. The doctor changed and used another needle. It was confirmed that the needle could not be fully retracted before removal from the patient.

Manufacturer narrative:
PMA/ 510k= k160229. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
While getting into site to punction the needle bent at 40 degrees on mucosa contact. The doctor changed and used another needle. It was confirmed that the needle could not be fully retracted before removal from the patient.